Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer's service center for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly caught fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The device had evidence of thermal damage to the power cord caused by an external source. There was no evidence of internal thermal damage to the device. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."